Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture and residue on lens. Visual inspection found the haptics torn and residue on lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+1.0/100 (sphere/cylinder/axis), into the patients left eye (os), and the lens tore during delivery. There was patient contact but no injury. Another same model/length lens was implanted on (B)(6) 2020 and the problem was resolved. The cause of the event was unknown.